Manufacturer narrative:
Additional information received on 08/02/2016 indicated that the customer has been rotating the infusion set sites and had not received any further blockages. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 273 mg/dl and a correction bolus was delivered to address the bg level. The cause of the occlusion could not be determined. After the customer had changed the infusion set twice, the occlusion alarm was resolved.